Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the device was mislabeled. The complainant stated that the doctor noticed the stent had side holes under fluoroscopic guidance after placing. The patient needed a stent without side holes because of their disease background, so the stent with holes was removed and replaced with a stent without holes. The original sample was obtained, and the outer package and inner sterile package have same the lot#, and printed "without side hole". It was later confirmed that the size of the stent (obtained sample ) was 7fr 26cm. The size printed on the label of the box and the sterile package was 7fr 24 cm.

Manufacturer narrative:
Received separate stent and stent packaging in opened package. The reported event was confirmed as cause unknown. Per the visual inspection, the size of the stent received was 7fr 26cm instead of 7fr 24 cm and supposed the inlay optima stent without holes instead of with holes. It was confirmed that the size of the stent (obtained sample ) was 7fr 26cm. The size printed on the label of the box and the sterile package was 7fr 24 cm. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "method for use: (1) when using the multi-length type stent, it should be avoided in the following cases. 1) if you measure the length of patient¿s ureter and confirm that excessive coil part would be appear , consider using other stent which has different shape of tip and length. Ureteral stents with excessive coil parts have risks of knot formation at the tip of renal pelvis side during placement or removal. 2) if any resistance is felt during removal, confirm the cause of the resistance with fluoroscopy and take remedial action to solve the problem. Excessive force during removal may lead to damage of the renal pelvis and/or ureter." (B)(4).

Event description:
It was reported that the device was mislabeled. The complainant stated that the doctor noticed the stent had side holes under fluoroscopic guidance after placing. The patient needed a stent without side holes because of their disease background, so the stent with holes was removed and replaced with a stent without holes. The original sample was obtained, and the outer package and inner sterile package have same the lot#, and printed "without side hole". It was later confirmed that the size of the stent (obtained sample ) was 7fr 26cm. The size printed on the label of the box and the sterile package was 7fr 24 cm.

Manufacturer narrative:
Received only stent and outer box. The reported event was confirmed, however, the cause is unknown. During the visual evaluation, it was noted that the size of the stent received was 7fr 26cm instead of 7fr 24 cm, and supposed to be the in lay optima stent without holes , and instead was the device with holes. It was confirmed that the size of the stent (obtained sample ) was 7fr 26cm. The size printed on the label of the box and the sterile package was 7fr 24 cm. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: "method for use - (1) when using the multi-length type stent, it should be avoided in the following cases. If you measure the length of patient¿s ureter and confirm that excessive coil part would be appear , consider using other stent which has different shape of tip and length. Ureteral stents with excessive coil parts have risks of knot formation at the tip of renal pelvis side during placement or removal. If any resistance is felt during removal, confirm the cause of the resistance with fluoroscopy and take remedial action to solve the problem. Excessive force during removal may lead to damage of the renal pelvis and/or ureter." The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the device was mislabeled. The complainant stated that the doctor noticed the stent had side holes under fluoroscopic guidance after placing. The patient needed a stent without side holes because of their disease background, so the stent with holes was removed and replaced with a stent without holes. The original sample was obtained, and the outer package and inner sterile package have same the lot#, and printed "without side hole." It was later confirmed that the size of the stent (obtained sample ) was 7fr 26cm. The size printed on the label of the box and the sterile package was 7fr 24 cm.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the device was mislabeled. The complainant stated that the doctor noticed the stent had side holes under fluoroscopic guidance after placing. The patient needed a stent without side holes because of their disease background, so the stent with holes was removed and replaced with a stent without holes. The original sample was obtained, and the outer package and inner sterile package have same the lot#, and printed "without side hole". It was later confirmed that the size of the stent (obtained sample ) was 7fr 26cm. The size printed on the label of the box and the sterile package was 7fr 24 cm.